Event description:
The customer reported that the bottom of the insulin pump was damaged, and she does not know how it happened. The blood glucose reading was 102mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked end cap. The drive support disk was inspected and no anomaly was noted.